Manufacturer narrative:
(B)(4). Date sent: 2/5/2024. D4: batch # unk. Investigation summary : a material analysis and CT scan was performed on the damaged jaw. The material analysis found that the break appears to be ductile, with no gross material defects. An ftir analysis was performed and no unexpected substances were found. The CT scan was inconclusive as to what may have caused the damage to the jaw.

Manufacturer narrative:
(B)(4). Date sent: 11/2/2023. D4: batch # a9d08z. Additional information was requested and the following was obtained: "the first several firings were completed without any problem, but the jaws became not to close during use. There was no bleeding. There were no adverse consequences to the patient. The device was used on the blood vessels. The procedure was colectomy.". "From the investigation letter, we knew the damage of the product. There is a possibility that the broken piece has been left in the patient. So far no health damage was reported.". "The patient is discharged from the hospital. The patient visited the hospital, and there was no problem. No piece was confirmed in x-ray. So far, the patient is stable, so it is unknown if the broken piece has been left in the patient or not. There might be too much pressure on the device when clipping and the device broke. No additional treatment was performed. The surgeon¿s comment: there might be too much pressure on the jaws. Maybe the usage of the device was wrong.". "What is the surgeons experience with the device? They mentioned they are using the product in an appropriate manner. They mention it is possible to pressure was into the jaws for some reason during clipping. Does surgeon load the clip off of the vessel into the device jaws before applying the device jaws to the vessel and firing? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Was there any excessive torquing or twisting of the device at the time of firing? Maybe no. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when did noise occur? No. Did anything unexpected happen prior to this incident? The clip did not close properly. There was no problem for a few shots , and the jaws cannnot be closed. Did the device fire malformed or scissored clips? If so, describe shape of clips no. Was the device fired or used after this incident, in or out of the patient? No. Are there any plans to locate or remove the possible piece left in the patient? No. What other instruments were used during the procedure? Currently, unknown. What action was being performed when the device broke? As the surgeons did not notice the device broke, they did nothing about it. After the investigation was reported , an x-ray was taken and nothing was visible. Clarify what is meant by ""there might be too much pressure on the device when clipping and the device broke."" Pressure on device from where or what? They don't know about it.". Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with one jaw damaged. This condition would not allow the jaws to collapse in order to form the clips. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components the device was disassembled; upon disassemble 2 clips were found inside clip track. However, it is known from the history of the device that the jaw damaged condition may lead to malformed clips. No conclusion could be reached regarding what may have caused the reported incident. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic procedure, the clip could not be closed properly. Another device was used to complete the case. No further information is available.